Event description:
It was reported that the patient needed to charge the implantable pulse generator (ipg) frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. Th explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred six weeks prior to the date the manufacturer became aware of the event.